Event description:
It was reported that bd alaris pump module smartsite blood infusion set was loose the following information was received by the initial reporter with the following verbatim. It was reported by customer that platelets transfusing through blood tubing, patient noticed that platelets were dripping from clamped bag spike. Rn reinforced clamp and completed transfusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
The customer reported the set was leaking past the blood tubing, even when clamped, and returned photos of the incident. The sample is a material 2477-0007, lot 24095302, photo only, there is no physical sample available. The investigation found that there is a trace of solution past the clamp, and in addition, the customer was forced to clamp the tubing with a kink and a rubber. The complaint of clamp issue is verified. Without the physical sample, the root cause for the clamp issue could not be found. Sometimes, the 2-spike blood tubing can create a lot of pressure in the spike not being used. There are no corrective and preventative actions at the manufacturing plant for the clamp issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.